Manufacturer narrative:
On the backside of the shell there are areas around certain screw holes which are damaged. It appears as if the tm has been compressed or removed around the edges of these screw holes. This type of marking could be caused by attempts to insert a screw at an extreme angle. It is possible that the pilot hole was drilled for these screw holes without using a drill guide, or with the drill guide not inserted into the screw hole, which would allow for extreme angulation. It is possible that the screws were excessively tightened, causing the screw head to break through the tm. It is unknown which screw holes were used during surgery. Surgical notes were not returned and it is therefore impossible to determine if the surgical technique was followed. Given the uncertainty about the use of the devices, it is impossible to definitively determine the cause of failure. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. This MDR was identified during an internal review to meet reporting requirements and therefore is being filed late.

Event description:
It is reported that after impacting the shell and inserting the screws into the shell, the surgeon removed the shell and screws and indicated he felt one of the screws had gone through the screw hole.